Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-05921. It was reported the patent is receiving ineffective stimulation from the scs system. It was confirmed the patients leads had migrated down. Reprogramming was unable to resolve the issue. Consequently, the patent will undergo surgical intervention as the next course of action.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2017-05921. Follow-up information revealed the patient underwent surgical intervention wherein the left lead was repositioned on (B)(6) 2017 and the right lead was explanted and replaced. Effective therapy resumed following the procedure.